Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Which led to an isolated stored signal artifact monitoring (sam) episode and respiratory rate trend (rrt) triggered. The patient was brought to an in-office check and the ra lead was reprogrammed to unipolar mode and the impedance measurements were still out of range. Noisy signals and myopotential oversensing were also observed with isometric testing. As such a lead fracture was suspected. At this time product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Which led to an isolated stored signal artifact monitoring (sam) episode and respiratory rate trend (rrt) triggered. The patient was brought to an in-office check and the ra lead was reprogrammed to unipolar mode and the impedance measurements were still out of range. Noisy signals and myopotential oversensing were also observed with isometric testing. Which was believed to be caused by lead fracture. Subsequently, a revision procedure was performed, when the physician tried to remove the ra lead, they experienced great difficulty and even brought in a different specialized team to help. After multiple attempts at extracting the ra lead, they were unable to remove all the lead and a part of the ra lead was lost in the left subclavian vein. While the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Which led to an isolated stored signal artifact monitoring (sam) episode and respiratory rate trend (rrt) triggered. The patient was brought to an in-office check and the ra lead was reprogrammed to unipolar mode and the impedance measurements were still out of range. Noisy signals and myopotential oversensing were also observed with isometric testing. Which was believed to be caused by lead fracture. Subsequently, a revision procedure was performed, when the physician tried to remove the ra lead, they experienced great difficulty and even brought in a different specialized team to help. After multiple attempts at extracting the ra lead, they were unable to remove all the lead and a part of the ra lead was lost in the left subclavian vein. While the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Which led to an isolated stored signal artifact monitoring (sam) episode and respiratory rate trend (rrt) triggered. The patient was brought to an in-office check and the ra lead was reprogrammed to unipolar mode and the impedance measurements were still out of range. Noisy signals and myopotential oversensing were also observed with isometric testing. As such a lead fracture was suspected. At this time product remains in service and no adverse patient effects were reported.